Event description:
Crd_1003 - vantage il4596-1306 (B)(4). It was reported that on (B)(6) 2024, a 35mm navitor titan valve, clinical was selected for an implant. During the procedure, transient complete atrioventricular block after valve implantation requiring a temporary pacemaker insertion. The patient is stable,

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 1.5mm (shallower than the recommended 3mm). No information was received regarding anatomical factors. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.